Event description:
Customer reported a past low blood glucose event with the lowest level reaching 51 mg/dl. Cause was not known. Customer consumed carbohydrates to address the low blood glucose issue and acknowledged cts's recommendation to consult a healthcare professional regarding the situation.